Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens vaulted asymmetrically in the pt's right eye approximately 3 months post implant. Yag was performed. According to the surgeon, capsule contraction was the likely cause of the event and the prognosis was reported as "good prognosis."

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7443714) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported issue. Based on the information available, the root cause of the reported event could not be determined.